Manufacturer narrative:
The affected device was returned and evaluated. The visual inspection of the offset coupler trial confirmed the complaint that the set screw has fractured. The cause for the break in the offset coupler trial connection screw may be attributed to excessive torque applied to the set screw. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A quality hold was placed in an attempt to quarantine and re-inspect additional product for this failure mode. This issue has also been communicated to our management process for their consideration of further action. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit has been issued for this device.

Event description:
It was reported that item broke in stem trial during surgery. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in anyway due to the problem. No broken pieces were left inside the patient.